Manufacturer narrative:
Approximate age of device ¿ 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after implant, the patient had a large multi-artery stroke. Initial neurological vitals were stable and the patient was taken off sedation and responding appropriately. Shortly after, neurological changes were noted and a CT scan confirmed a right and left cerebrovascular accident. It was reported that there were no issues during the implant procedure and the pump was functioning as intended. The patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct relationship between the device and the reported stroke could not be determined. The pump was returned with the pump cable intact. The modular cable was connected at the inline connector but the locking screw ring was not engaged. The sealed outflow graft and apical cuff were returned and had been detached from the pump. The outflow graft bend relief was not attached. A section of tubing was also returned, which appeared to have been previously placed around the distal end of the graft. All of the returned components had been exposed to a fixative. Examination of the pump blood-contacting surfaces found post-mortem depositions of fixed blood in the inflow cannula, outflow graft, pump cover, rotor well, and pump rotor. No adhered depositions or thrombus formations were observed. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The log files retrieved showed the pump functioning as intended with no atypical events captured. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. No further information was provided. The manufacturer is closing the file on this event. Heartmate iii lvas IFU rev. C (document # (B)(4)) lists stroke and death as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values.